Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for the event. The patient was treated with cefuroxime sodium and ceftazidime (intraperitoneal, doses, frequencies and durations were not reported) for treatment. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during treatment. No additional information is available.